Manufacturer narrative:
The device will not be forwarded to the manufacturing site for investigation. Rather, a service tech will be sent to evaluate the device in the field. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. The event is filed under internal karl storz complaint ID: (B)(4). This product is manufactured at karl storz endoscopy america, 13803 n promenade blvd, stafford, tx 77477; however, it is designed in germany.

Event description:
According to the information received, during a case it was reported that the system and all monitor signals went out for about a minute and then came back on. It just happened again while on the phone and the screens turned pink and purple before coming back on.